Event description:
It was reported that prior to being introduced into the body the helix of the right atrial (ra) lead would not extend or retract properly. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix bent extrinsically, which prevents the helix from extending/ retracting.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.